Event description:
It was reported that a sparc sling was implanted, the date of implant was not provided. Plaintiff's attorney has alleged that the device(s) were a "substantial factor" in causing plaintiff's "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff has suffered mental anguish, "disfigurement and impairment," and "will continue to suffer injuries" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.